Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received in with a protruded/loose drive support disk. Cracked reservoir tube lip, cracked battery tube threads and cracked case was also noted.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 480 mg/dl. Customer reported that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.